Manufacturer narrative:
(B)(4). Device was discarded and will not be returned for evaluation. (B)(4).

Event description:
According to the reporter: surgeon performed a duodenal switch procedure. Surgery performed a few months ago. The patient returned to the hospital that needed to replace a drain which the patient later pulled. The patient was not taken back to surgery. The patient passed. Pathology states that the duodenum stump staple line leaked. During the procedure, the surgeon over sewed the area of the mass but did not over sew the duodenum stump. The staple line was intact intra-operatively. Surgeon stated that there was a wrong staple reload selection.